Event description:
On 7/27/83 the aus device was implanted. On 3/21/84 the cuff was revised. On 3/12/91 the pump was revised. On 1/15/96 the cuff was removed from the pt, and the pump and balloon were revised. On 4/18/96 the cuff was implanted. On 6/17/96 the balloon was revised. On 6/27/97 the cuff was removed from the pt and replaced due to recurring incontinence.